Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap locked in place properly during testing. After battery installation unit gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm. Proceeded by cutting unit open and perform visual inspection of connectors and electronic assembly. Flashing white screen was due to broken traces on the lcd glass between the lcd controller and the lcd image area. Unit also received with stained keypad overlay, pillowing keypad overlay, battery tube threads - cracked, cracked case (battery tube) and scratched case. In conclusion unit received with flashing blank white screen due to broken traces on lcd between controller and image area. Customer's concern of damage on the belt clip was not confirmed due to no damage was visually noted. However, cracked case on the battery tube was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported broken belt clip and lost transmitter. The customer reported no adverse event. The event involved product(s) acc-1599, mmt-1884, mmt-1884l and unk_transmitter. Troubleshooting was performed and there was no functionality impact. No harm requiring medical intervention was reported. Mmt-1884 was requested and the device was returned for analysis. No product return is required for acc-1599. No product return is required for unk_transmitter. Mmt-1884l was requested and the device was returned for analysis.